Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of bruising is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: haematomas. A review of the device history record has been initiated and analysis of the data has not been completed. If any deviations or non conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported injecting a patient with 2.0ml of juvéderm voluma with lidocaine in the cheek and malar region. Prior to the injection, the patient was given toplap. The patient immediately developed bruising in the region of the cheek and malar. Patient was treated with chymoral forte and thromfob gel. The bruise is still persistent.